Event description:
It was noted that the patient had experienced pain.

Event description:
It was reported that the doctor was unable to aspirate the catheter. The catheter was completely occluded. The catheter was replaced and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8703w, lot# l47430, implanted: 1998 (B)(6), explanted: 2012 (B)(6), product type catheter. For use by user facility/importer (devices only). (B)(4).